Manufacturer narrative:
Findings: pump passed the displacement test. Motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test due to motor error. Pump received with normal operating current. Pump passed self-test. Pump passed off no power test. Unable to verify motion sensor test failure alarms due to motor error alarms. Pump received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motion sensor test failure. Customer's blood glucose at time of incident was unknown. Customer was advised that the pump will need to be replaced. Customer was advised to revert to backup plan. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 52 mg/dl. Customer stated that blood glucose were low do to running around the job and not eating. Customer treated blood glucose with lunch. Customer stated that she is brittle and declined to troubleshoot for low blood glucose. Customer reported the no deliveries unable to troubleshoot as is at work and does not have time.